Event description:
Pt had mitek anchor put in 2009 right side. The anchor is only attached in 2 of 4 sides and doctors are worried it could fracture and will need to have it removed. The bone surrounding the mitek anchor is disintegrating.